Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A technical support specialist (tss) dialed into the station lz-2icu-1 to perform a quick check. The station was accessible and appeared to be functioning normally. Then the tss confirmed with the customer that the issue was resolved by the information technology team. The system functioned as intended after the information technology team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it station was in offline. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.